Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Dried blood prevented the segment of guidewire stuck in the lead from being moved. Primary analysis finding noted distal conductor blood obstruction.

Event description:
It was reported, during an implant procedure, the physician was unable to advance the guidewire through the lead. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.